Event description:
Medwatch form from (B)(6) medical center 0300890000-2012-8002 during procedure, while placing the coronary sinus lead, the physician noted that the tip of the straight guidewire sheared off completely into the coronary sinus. The physician determined that no further intervention was warranted due to the risks outweighing the benefits. Original procedure: comprehensive electrophysiology study with arrhythmia induction; biventricular pacemaker implantation; arterio ventricular nodal ablation. Device usage problem: device failed e.g. Broke, couldn't get it to work or stopped working.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. Engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used in the case was returned and evaluated. Visual examination of the returned guide wire revealed that the guide wire is unraveled. The guide wire is kinked 102cm from the proximal end and also bent 123cm to proximal end of the guide wire. The proximal and distal hypotube joints are intact. The coil wire is broken and unraveled 2.5cm to the missing tip ball. The solder ball joint was not returned and therefore visual examination of the solder joint integrity and application could not be evaluated. The ribbon wire is intact. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken tip. The analysis is complete as of today (B)(4) 2012.